Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The patient was positioned headfirst, supine, off-center with the right arm closer to the bore. The rf burn occurred at the right upper arm. A skin to bore contact was identified as most reasonable scenario for the rf burn. In addition to the above, the patient was obese. The thermoregulation of obese patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient experienced a heating sensation, skin reddening, and blistering during left axillary softness tissue examination. The burn was reported as a 2nd degree 10 cm sized area on the right lateral upper arm area. Three digital photos were received for review. In one, there is an area which shows the reported blistering in multiple areas and erythema. The other two photos show the wound in various stages of healing. It is reported the injury is expected to scar. It was reported there was no medical intervention performed.